Manufacturer narrative:
Updated fields - b4, d8 , g1, g3, g6, g7, h2, h4, h6 ( type of investigation ), h11. Corrected fields- h3, h6 (investigation findings), the product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, between the iab and sheath and inside of the inner lumen. The non-maquet sheath was returned covering the catheter tubing and a portion of the rear seal of the membrane. Three kinks were observed on the catheter tubing approximately 76cm, 73.9cm and 72.6cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated on friday, (B)(6) 2024. On sunday, (B)(6) alarms indicating catheter inspection (flow restriction) occurred frequently. The customer checked for backflow and continued using the iab while making sure there was no problem. The patient had a relatively large amount of movement. On tuesday, (B)(6), the iab was removed and the customer examined the iab catheter in question. A running test was performed with a test iab on the cardiosave pump that was used, but no baseline fluctuations were observed in the internal pressure waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: 520-0046. This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.